Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 20x3.5mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery (lad). After predilation was performed with a balloon catheter, residual stenosis was 70%. A 3.50x20mm promus element ¿ drug-eluting stent was advanced and deployed in the mid lad. Following deployment, a type a vessel dissection was noted and a 3.50x16mm promus element drug-eluting stent was used to cover the dissection. The procedure was then completed. No further patient complications were reported and the patient's status was stable.